Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room due to high blood glucose of 455 mg/dl. Blood glucose at the time of the call was 313 mg/dl. The customer stated he had experienced high blood glucose since (B)(6) 2016. He mentioned that his last set change was on (B)(6) 2016 when he started using the insulin pump. He stated that he had swollen tonsils and was taking a steroid. He was treated at the hospital with manual injection. During troubleshooting, the customer only wished to check the settings, which were accurate but he stated he changed the basal rates after the doctor had adjusted them down. No error alarms were found in the alarm history. Customer was advised to contact the doctor for any adjustments needed.